Event description:
Patient was mowing lawn when he experienced pain in his right knee. On july 31, 1992 the patient underwent surgery on his right knee to replace damaged m/gi porous 37mm patella dome to a cemented I/b ii 38mm all poly patella dome. A portion of the poly ii button de-laminateddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.